Event description:
Customer reported symptoms of thirst and vomiting indicative of high blood glucose. Customer was not able to test the compact plus meter due to e5 errors and the meter ejecting strips before the test was performed. Customer reported values of 594 mg/dl on emt meter and greater than 700 mg/dl on hospital meter. Customer treated at hospital for high blood glucose and released. Requested return of suspect device and replacement was sent.